Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02489 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02490 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clips device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was stuck on the catheter and could not release from the catheter. Another clip was used but the same issue occurred. The procedure was completed with cauterization. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.